Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "low aspiration/vacuum" (aspiration issue). A nurse reports low aspiration/vacuum. Both the handpiece and tips were switched without resolving the issue. The case was extended one hour. The system was reprimed afterward and the system worked fine. No patient injury.